Event description:
Pedicle screw breakage at s1 right side. At routine f/u a few weeks after spondylisthesis l5/s1 surgery (dated (B)(6) 2010, with tangors implant system) one broken screw was shown in x-ray. Pt underwent a revision surgery dated (B)(6) 2010, where the broken screw was replaced by a new screw. After that pt is fine.